Manufacturer narrative:
H.6. Investigation: one photo and one 3ml syringe with safetyglide needle assembly in an opened blister pack from batch 9304558 (p/n 305905) were received and evaluated. It was observed the printed scale was significantly skewed with minimal print below the 1ml grad line, which was rejectable per product specification. There was also minor damage present on the flange and barrel. Potential root cause for the skewed scale defect is associated with the marking process. Based on the minor damage, there was likely a misfeed at the printer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needles scale was misaligned. The following information was provided by the initial reporter: "syringe scales crooked".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles scale was misaligned. The following information was provided by the initial reporter: "syringe scales crooked".